Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was admitted to the emergency room. Patient was feeling diaphragmatic stimulation, pain in the left arm and trouble breathing. The device was adjusted and is still in use. No patient complications have been reported as a result of this event.